Event description:
Pt reported several of the infusion sets from this lot number does not stick. Pt stated insulin flows out of the infusion set. Pt reported using extra adhesive to the soft cannula, but it still does not stick. Pt stated his blood glucose is often too elevated, took correction with the infusion device, but his blood glucose level remains elevated. Pt reported then changing the infusion sets. Pt stated his blood glucose level was 140 mg/dl on (B)(6) 2010 in the morning, he went to school, and then sometime later the teacher informed his mother that he was sick and throwing up. Pt stated his mother took him to the hospital where he had a blood glucose level of 800 mg/dl. Pt reported the doctor removed the soft cannula and noticed that the cannula was bent. Pt stated he was treated in the regular care unit with an infusion. Infusion contents were not provided. Pt reported having positive ketones. Pt's normal blood glucose level is 130 mg/dl. No further info is available. Requested return of the alleged infusion set for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.